Event description:
The customer reported the system displayed saturation faults during x-ray.

Manufacturer narrative:
The ge svc rep replaced the high voltage tank, batteries, generator driver board, and filament driver board. System functions as intended.